Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08083. It was reported that patient¿s both anchors were pushing out against the skin causing irritation. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein both the anchors were repositioned and inserted deeper into surrounding tissues. This addressed the reported issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08083.